Manufacturer narrative:
B5 - the lens was explanted due to unknown reason. H1 - type of reportable event: malfunction corrected to serious h3 - device evaluation: the lens was returned dry in a specimen cup with residue on the lens. Visual inspection found no visible damage to the lens but with foreign material on lens surface, specifically residue throughout the lens. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remains implanted. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.